Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and lead system was explanted due to the patient's pocket infection. A new system was implanted about one week later. No additional adverse patient effects were reported. The explanted products were not expected to be returned.